Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation, the monitor failed a pulse test. The cause of the pulse test failure was isolated to shorted mosfet driver components u17 and u18, which were shorted to the 10.8v power supply. The root cause for the shorted components was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
While evaluating monitor sn (B)(4) for an unrelated issue, a reportable problem was observed. The monitor failed a pulse test.